Manufacturer narrative:
Patient age at implant date (B)(6) 2018-12-11 was (B)(6) years. Product ID: 8782, lot# 0215503654, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was clarified that during the trial there was improvement, but after placement of the pump the patient never improved, so the issue became clear quickly after pump implant with an event date of (B)(6) 2019. It was indicated that the catheter was destroyed and thus would not be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, lot#: 0215503654, implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 03-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving intrathecal baclofen 1.000,0 mcg/ml at 459,0 mcg/day via an implantable pump. The indication for use was not reported. It was reported that during (B)(6) 2019, the daily dose was progressively increased to 630.60 mcg/day without effect. For the patient, there was ¿no subjective difference to the placement of the pump.¿ the schedule was adjusted to an intermittent schedule with boluses (same daily dose); also without effect according to patient. The patient reported no improvement of spasticity on (B)(6) 2019. The device diagnosis was catheter occlusion. The clinical diagnosis was ¿no improvement.¿ the dose was decreased on (B)(6) 2019 to 399,9 mcg/day. A catheter revision occurred on (B)(6) 2019. The event resulted in in-patient hospitalization, prolongation of existing hospitalization, an emergency room visit, an urgent care visit, and an unscheduled clinic or office visit. The event resolved without sequelae (B)(6) 2019. The etiology of the event indicated the event was related to the device (entire catheter) or therapy. It was unlikely that the event was related to the implant procedure. The patient¿s weight was not measured at baseline. No further complications were reported.